Event description:
A customer reported experiencing bubbles in five cartridges. There was no information available regarding any impact on the customer's blood glucose level. No additional details were provided regarding the outcome of the event, and the device was not returned for inspection.